Event description:
Libre system 2 app (continuous glucose monitor) on (B)(6) and (B)(6) phones. Extremely high decibel 100 db+ sound on low glucose alarm. Hurt wife's ears causing a hearing problem. Cannot disable the alarm, cannot lower the alarm and abbott has no warning label for the high decibel alarm. Reviews of the libre system 2 at the (B)(6) and (B)(6) marketplace there are hundreds reports to abbott on this problem. Abbott has done nothing to address this high decibel alarm issue. Contacting abbott directly got nowhere agents apologized, then put on hold and then the abbott tech support drops the phone call. FDA safety report ID# (B)(4).